Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 400 mg/dl with nausea, vomiting and extreme drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Reportedly, the display was dim and the screens cannot be read/maneuver safely. It was reported that here was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged display issue of unknown causes.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated in the evaluation. The pump powered up to a dim display with reddish text. Review of black box data found the pump was not in use until two days before the complaint date. The pump was used for about 30 minutes on (B)(6) 2015 and delivery was not resumed. Daily insulin delivery totals correctly reflect user's programmed basal rates. No alarms or warnings related to the complaint were found in the pump history. Using the returned battery cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were delivered and recorded correctly. Basal and bolus deliveries added up correctly and no un-intended delivery was recorded during the evaluation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.